Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d2b. Additional pro code: hrx; d4 catalog, UDI & lot#; g1 manufacturing site details; g5 510k; h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot non-sterile part # 352.250, synthes lot # h425112, supplier lot # na, release to warehouse date: 25 oct 2017, manufactured by synthes monument, no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal tibia fracture with the drive shaft in question. During bone aspiration in femoral diaphyseal bone, when the ria reached subtrochanteric area, it became difficult to ream the bone. The surgeon pushed and pulled the reamer to ream the bone. Then, he found metal-like foreign matters around the reamer head by x-rays. He stopped reaming immediately and tried to remove them. However, 3 or 4 fragments could not be removed and remained in the bone. The surgery was delayed by less than 30 minutes. During the surgery, the locking clip once detached from the device while reaming. No further information is available. Concomitant device reported: unknown reamer irrigator aspirator (ria) tube assembly (part # unknown, lot # unknown, quantity # 1). This complaint involves four (4) devices. Investigation flow: damage and functional/device interaction visual inspection: the ria reamer head ø12 (p/n: 352.250, lot number: h425112) was received at us cq. Visual inspection of the complaint device showed one of the proximal interlocking flaps of the reamer head has broken off. A portion of the ria driveshaft (investigated under pi-(B)(4)) broken distal tip can be seen inside the reamer head. One of the interlocking flaps is also bent. Functional test: a functional test was performed on the device. The blades were dull to the touch and to a sheet of paper. The complaint was able to be replicated. Device broken and will not cut/dull, no for embedded since no photos or x-rays were returned. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: 352-250 rev f (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the ria reamer head is broken, dull, and possibly embedded within the patient (cannot be proven due to lack of photos or x-rays). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal tibia fracture with the drive shaft in question. During bone aspiration in femoral diaphyseal bone, when the ria reached subtrochanteric area, it became difficult to ream the bone. The surgeon pushed and pulled the reamer to ream the bone. Then, he found metal-like foreign matters around the reamer head by x-rays. He stopped reaming immediately and tried to remove them. However, 3 or 4 fragments could not be removed and remained in the bone. The surgery was delayed by less than 30 minutes. During the surgery, the locking clip once detached from the device while reaming. No further information is available. Concomitant device reported: unknown reamer irrigator aspirator (ria) tube assembly (part # unknown, lot # unknown, quantity # 1). This complaint involves four (4) devices. This is 3 of 4 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the ria reamer head ø12 (p/n: 352.250, lot number: h425112) was received at us cq. Visual inspection of the complaint device showed one of the proximal interlocking flaps of the reamer head has broken off. A portion of the ria driveshaft (investigated under (B)(4)) broken distal tip can be seen inside the reamer head. One of the interlocking flaps is also bent. Functional test: a functional test was performed on the device. The blades were dull to the touch and to a sheet of paper. The complaint was able to be replicated. Complaint is confirmed for broken and will not cut/dull, no for embedded since no photos or x-rays were returned. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the ria reamer head is broken, dull, and possibly embedded within the patient (cannot be proven due to lack of photos or x-rays). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: non-sterile part # 352.250, synthes lot # h425112, supplier lot # na, release to warehouse date: 25 oct 2017, manufactured by synthes monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.